Manufacturer narrative:
The company service engineer replaced the gantry motor. Awaiting analysis of returned component. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).

Event description:
A company engineer was onsite performing a software upgrade and noticed unintended downward gantry movement. No patient involvement or injury.